Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Related manufacturer reference number: 2017865-2019-17713. It was reported the patient presented in the emergency room due to diaphragmatic stimulation. Upon review, it was discovered that the right ventricular lead exhibited loss of capture and loss of sensing; the lead was noted to be dislodged. Programming changes were performed on (B)(6) 2019. On (B)(6) 2019 prior to lead revision, it was discovered that the right atrial lead exhibited high capture thresholds and a lack of slack was noted on the lead. Both leads were explanted and replaced. The patient was discharged in stable condition on (B)(6) 2019.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.